Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis obstructive ("gall stones blocking my liver") and skin discolouration ("I was as yellow and mustard"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, cholelithiasis obstructive and skin discolouration outcome was unknown. The reporter considered cholelithiasis obstructive, medical device removal and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: skin discolouration and cholelithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("she found that the device indeed was actually broken"), embedded device ("essure devices embedded inside them leading to a terrible discovery"), tooth loss ("I have lost 8teeth"), cholelithiasis obstructive ("gall stones blocking my liver") and hemianaesthesia ("one side of my face went nemb") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), tooth loss (seriousness criterion medically important), cholelithiasis obstructive (seriousness criterion medically important) with vomiting, yellow skin and nausea, pain ("her pain was immediate and constant"), dysgeusia ("metal taste in my mouth"), hemianaesthesia (seriousness criterion medically important), alopecia ("my hair started falling out in clumps"), rash ("rash on my hands and my feet"), dermatitis contact ("contact dermatitis"), abdominal distension ("stomach bloating"), abnormal menstrual clots ("passing blood clots the size of golf balls") and heavy menstrual bleeding ("continual periods / continual periods that didn't stop"). The patient was treated with surgery (hysterectomy, remove her fallopian tubesand the essure devices embedded and dental fillings). At the time of the report, the outcomes for tooth loss and cholelithiasis obstructive were unknown. The reporter considered abdominal distension, abnormal menstrual clots, alopecia, cholelithiasis obstructive, dermatitis contact, device breakage, dysgeusia, embedded device, heavy menstrual bleeding, hemianaesthesia, pain, rash and tooth loss to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2022: quality safety evaluation of ptc. 22-nov-2022: no new clinical information received. 22-nov-2022: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and tooth loss ('I have lost 8teeth') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss (seriousness criterion medically significant), cholelithiasis obstructive ("gall stones blocking my liver") and skin discolouration ("I was as yellow and mustard"). The patient was treated with surgery (dental fillings and hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth loss, cholelithiasis obstructive and skin discolouration outcome was unknown. The reporter considered cholelithiasis obstructive, medical device removal, skin discolouration and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: I have lost 8 teeth. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("she found that the device indeed was actually broken"), embedded device ("essure devices embedded inside them leading to a terrible discovery"), tooth loss ("I have lost 8teeth"), cholelithiasis obstructive ("gall stones blocking my liver") and hemianaesthesia ("one side of my face went nemb") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), tooth loss (seriousness criterion medically important), cholelithiasis obstructive (seriousness criterion medically important) with vomiting, yellow skin and nausea, pain ("her pain was immediate and constant"), dysgeusia ("metal taste in my mouth"), hemianaesthesia (seriousness criterion medically important), alopecia ("my hair started falling out in clumps"), rash ("rash on my hands and my feet"), dermatitis contact ("contact dermatitis"), abdominal distension ("stomach bloating"), abnormal menstrual clots ("passing blood clots the size of golf balls") and heavy menstrual bleeding ("continual periods / continual periods that didn¿t stop"). The patient was treated with surgery (hysterectomy and dental fillings). At the time of the report, the outcomes for tooth loss and cholelithiasis obstructive were unknown. The reporter considered abdominal distension, abnormal menstrual clots, alopecia, cholelithiasis obstructive, dermatitis contact, device breakage, dysgeusia, embedded device, heavy menstrual bleeding, hemianaesthesia, pain, rash and tooth loss to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-nov-2022: events added - device breakage, pain nos, metal taste in mouth, face numb, clumps of hair falling out, rash on hand and foot, contact dermatitis, stomach bloating, embedded device, blood clots in menstrual blood, continual periods. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.